Event description:
A user facility reported the two surgeons notice five cases of endophthalmitis following intraocular lens (iol) implant surgery. The facility reported that these two physicians were not using the same antibiotic protocol as the other surgeons at this facility. They are the only surgeons who have pts experiencing this event. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested. (B)(4).